Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there was no air/water feed due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knobs did not meet the standard value due to wear of the angle wire, the bending tube was deformed, the bending section cover adhesive was cracked, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water flow issues. The issues were found when inspecting the device prior to use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or if the device was used for a procedure with the foreign material attached. There was no delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. It¿s unknown if the external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.